Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the blue (can l) wire was open in the trunk cable insulation, which prevented the electrode belt from communicating with the monitor. The lack of monitor communication cause the service code 204. The root cause for the open wire could not be positively identified. No adverse event resulted from the open wire. The patient received a replacement electrode belt.